Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been to the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached approximately 250 mg/dl at the time of the ER visit, and they stated it did not exceed 350 mg/d, while wearing the pod for an unknown duration. Symptoms reported include vomiting, ¿not being able to eat¿, and elevated ketones. The patient was treated with intravenous fluids and insulin. The patient went home later the same day.